Event description:
Brivant ltd. Was notified of an incident on the (B)(6) 2012. Further clarification was requested and the following info was gathered: two cases, involving 2 wires used on two different pts with chronical total occlusions. One lot number known - 90016977 navitas cto 6g. The other lot number is unk concerning a navitas cto 3g. Both wires are available and will be returned to lrg for analysis. "Treatment of an old and very calcified total occlusion with navitas cto in both cases. Trying to cross the lesion by twisting and pushing the wire ahead. The wire tip was damaged by twisting and pushing the wire. The coil wire of the 3mm tip was disengaged or loosened."

Manufacturer narrative:
To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire. Sem analysis is scheduled to be carried out on the (B)(4) 2012 at a contract laboratory. We will then complete our evaluation upon review by our in house expert and submit a follow up report.